Event description:
The fse reported that the sys intermittently would not allow fluoroscopic x-ray requiring reboot to regain functionality. Reportable event. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
There wa sno ge svc performed. The customer cleared the fault. The sys operates as intended.